Manufacturer narrative:
Initial.

Event description:
It was reported that a freestyle libre 3 plus continuous glucose monitor (cgm) initially did not pair with the ilet due to an incorrect scanning procedure when the user¿s phone was folded; after rescanning per guidance, the cgm paired successfully, indicating a use-related issue rather than a device malfunction. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.